Event description:
It was reported that the patient with this artificial urinary sphincter experienced incontinence. An ultrasound was performed, which indicated there was only 16 cc of saline remaining in the balloon. A revision procedure was performed and it was found that the balloon still contained 23 cc of saline. The device was removed and replaced. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.